Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor memorygel, 350cc breast implant experienced bilateral implant rupture postoperatively. As a result, the patient underwent bilateral replacements as follow: l/ cat#: 3503501bc, sn#: (B)(4), r/ cat#: 3503501bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) per correct codification pec rupture was removed and pec gel bleed added to the right side.

Manufacturer narrative:
Device evaluation completed on february 14 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear at the junction between the shell and patch. In addition, the gel bleeds observed could be caused by the tear at the junction. A microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).